Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that for three days, the patient obtained blood glucose readings ranging from 300 mg/dl to 500 mg/dl, and she experienced the symptom of increased thirst. The patient alleged that the pump was not delivering insulin. On (B)(6) 2011 at 9:00 am, one hour after the patient changed the infusion site and insulin, the patient obtained a reading of 327 mg/dl and noted her glucose level had dropped 80 mg/dl. During the troubleshooting telephone call, it was determined the patient was able to prime the pump successfully. It was not confirmed that there were no bubbles in the tubing, as the patient and her spouse are legally blind. The patient's technique may have been incorrect, since her blood glucose level dropped after she changed the infusion site. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.